Manufacturer narrative:
Submit date: 1/25/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when the device was operated with battery, the feeding speed declined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.